Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.00/+1.5/071 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The eye is quiet and iop is normal.

Manufacturer narrative:
Corrected data: d4: unique device identifier (B)(4), should be added for correction. Claim# (B)(4).